Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device evaluation, the service repair technician identified foreign objects on the control section, right/left angulation knobs, zoom lever and corrosion within the suction cylinder and air/water cylinder. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction identified during the device evaluation could not be established. However, the most likely cause of corrosion on suction cylinder and air/water cylinder was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.